Event description:
It was reported that a spectrum pump did not pass the pressure test, high: 32 and 31.8. The event occurred during preventive maintenance (pm) testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found passing downstream occlusion testing and the force sensor was within specification. A service history review revealed, no indication that the parts replaced, during servicing caused or contributed to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.